Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. Original surgery is dated (B)(6) 2019. The revision surgery occured because of reported dislocation. During the revision, the femoral head, poly liner, and global stem were removed and replaced with new products.